Event description:
It was reported during primary tibial plateau, doctor was putting in the distal screw when the head broke off. Then he went to one screw hole above to tighten another 28mm when it broke off. The surgeon left them in and used another screw.

Manufacturer narrative:
Evaluation summary: the reported event of the screw head broke off for cortex screw axsos 3 ti ø3.5mm / l28mm could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. Notes: "in hard cortical bone, it is recommended to use the tap ø3.5mm (ref 703588) before screw insertion. Repeat the same procedure for other chosen standard screws.[...] Additional tips, 2. It is recommended that screw insertion be performed using the soft tissue protection sleeve to ensure proper screw alignment in the core hole. Correct screw alignment is important to avoid unintentional thread engagement, which may lead to plate lifting during screw insertion. Freehand placement may result to a misalignment of the threads in the screw/plate interface during final insertion resulting in screw jamming." (Axsos-st-1 rev 1 axsos 3 titanium tibia optech) [original statment] no corrective actions are required at this time if the device is returned (screws head) the investigation will be reassessed.

Event description:
It was reported during primary tibial plateau, doctor was putting in the distal screw when the head broke off. Then he went to one screw hole above to tighten another 28mm when it broke off. The surgeon left them in and used another screw.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.